Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: serial#: (B)(6), h3: yes h6: method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 h6: annex g code(s): g04035 product event summary: the pump and controller were returned for evaluation. Review of the vad's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed four (4) electrical fault alarms logged on (B)(6) 2020 between 15:03:46 and 17:37:39 due to an overcurrent condition on the rear stator. Additionally, 35 high watt alarms were recorded between 15:04:42 on (B)(6) 2020 and 20:53:57 at (B)(6) 2020; the high watt alarms were indicative of the increased power consumption associated with the pump running on a single stator. The electrical fault alarm logged at 17:37:39 remained active until (B)(6) 2020 when a vad disconnect alarm was logged at 16:19:26, indicating a physical disconnection of the driveline from the controller, which corresponds with the power cycling performed by an engineer on that date. Log file analysis revealed two (2) additional electrical fault alarms logged on (B)(6)2020 at 01:14:42 and 11:36:11, again due to an overcurrent condition on the rear stator, and one (1) additional high watt alarm at 01:39:50 due to the increased power consumption associated with the pump running on a single stator. As a result, the reported event was confirmed. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the driveline connector port of the controller and the driveline port functioned as intended with no anomalies. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Visual evidence provided by the site revealed discoloration of the outer sheath of the driveline and damage to the driveline strain relief. These are the additional observations not related to the reported event. Based on historical review of similar events, the most likely root cause of the driveline outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed to improper handling or wear over time. Visual inspection of the vad's c onnector under a microscope revealed foreign material within the driveline connector pins. Further analysis using fourier transform infrared spectroscopy (ftir) microscope revealed that the foreign material was consistent with epoxy resin. Considering that this foreign material would not result in an overcurrent condition, this is an additional finding not related to the reported event, likely due to a manufacturing issue. X-ray inspection of the driveline connector crimp wires revealed no anomalies. Additional analysis did not reveal any shorts between phases in the connector and in the pump. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the reported electrical fault alarms and subsequent high watt alarms may be attributed to an unknown external factor that may have temporarily created an overcurrent condition. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The last supplemental regulatory report that was submitted on 02-dec-2020 had the incorrect aware date of 30-oct-2020. The aware date has been update to 16-nov-2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. Correction, the prior supplemental regulatory report was submitted with out stating that the controller and the ventricular assist device (vad) were returned. The explant date of the vad was changed (B)(6) 2020 to (B)(6) 2020. Additional products: d4: serial #: (B)(6), UDI #: (B)(4), d9:yes, return date: 20-nov-2020 dev rtn to MFR? Yes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was exchanged.

Manufacturer narrative:
A supplemental report is being submitted due to a correction and additional information received about the event and patient comp lications. B.2 outcome attributed to adverse event updated to include intervention required. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a week later, the electrical fault alarms and high watts presented again. The patient is completely vad dependent, so the vad will be exchanged.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system: controller 2.0; model #: 1420; catalog #: 1420; expiration date: 31-jul-2019; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device available for evaluation? No, device evaluation anticipated, but not yet begun. Mfg date: 24-jul-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the controller exhibiting an electrical fault alarm. The ventricular assist device (vad) exhibited above normal power and high watt alarms due to single stator operation. The vad driveline was inspected, and no obvious damage was seen. The patient was taken to the operating room, and received femoral lines for safety. The controller was disconnected, a restart was performed, and both vad motors were on, and functioning properly. The vad, and controller remain in use. No further patient complications have been reported as a result of this event.